Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8840, product type: programmer, physician .

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via a pump implanted for spinal pain. The patient had been prescribed a personal therapy manager to use with the therapy. It was reported that the patient's pump ran out even though the date was printed on the report for the previous two refills. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.